Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "when injecting nothing comes out." Additional information received from customer on (B)(6) 2023". 1.sample shipping details? Any photos and videos I have a few unopened needles 2.date of event? This has happened many times from september until october 3.patient status? Had to be stuck again 4.please supply additional patient information: a. Age 18-90 b. Gender male and female c. Weight ethnicity, and/or race? N/a 5.was this noted on the first use? No 6.how many quantities is affected? Approximately 30 needles that was after I was asking about it unsure of the number prior 7.were you able to draw up solution and then unable to expel? Yes 8.is there any visible blockage? No 9.do you have the sample to return back for investigation? Yes 10. How was the patient outcome? Are there any clinical signs, health consequences or impact? No 11. Any adverse event or serious injury reported to patient or health care professional? No 12. How was treatment completed for customer? Restuck.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. During review of the processes, it was determined process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.